Manufacturer narrative:
The abbott application specialist determined that the ict module was over three months old. The customer replaced the ict module which resolved the issue. There were no additional discrepant ict results after the ict module was replaced. Return testing was not completed as returns were not available. Review of instrument service history revealed no additional occurrences of discrepant results, nor did it identify any additional service or complaint issues that may have contributed to this issue. Tracking and trending for the ict module did not identify any trends. Tracking and trending for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ict module or the architect c16000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium result generated on the architect c16000 processing module for one sample. The following data was provided: initial sodium result 159.9998 mmol/l, repeat = 135.1556 mmol/l. No impact to patient management was reported.